Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient received a shock for atrial fibrillation with rapid ventricular rate that was noted on merlin.net transmission. The implantable cardioverter defibrillator briefly undersensed flutter waves. Programming changes were made during the follow-up on (B)(6) 2018. The patient was discharged afterward.